Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken wherein the ipg was replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient experienced pain at the ipg site. As a result, the ipg were replaced to address the issue. There were no complications were noted during the procedure. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.